Event description:
It was reported that when getting resident out of her bed the foot end of bed buckled. Bed was reported to be in the mid-high position (why a bed should be at the lowest height when a resident is getting out of it). It also was reported that the resident was sitting on foot end edge (again why a resident should be in the middle of the bed to exit). Tech person from MFR did a field fix; replaced lift weldment and the linear positioner assembly.